Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was used in the bile duct during a stone removal procedure performed on (B)(6) 2021. During the procedure, the balloon burst without increasing to the specified pressure. The procedure was completed with another cre pro wireguided dilatation balloon. There were no patient complications reported as a result of this event.